Manufacturer narrative:
G4: 25mar2021. B4: 06apr2021. The field service engineer (fse) was unable to duplicate the error. Since the fse was unable to reproduce the error, the ventilator was deemed ready for use. The issue was discovered during preventative maintenance and would not cause death or serious injury. This case has been reassessed as not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 24feb2021.

Event description:
The customer reported the ventilator alarming proximal line disconnect error code when powering on. There was no patient involvement.